Manufacturer narrative:
(B)(4).

Event description:
Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor error occurred. The wearable was inserted into the arm on (B)(6) 2026. After the 10th day of use the brief sensor issue occurred. There were no issues with the wearable prior to the 10th day of use. On 06/05/2026 in the morning the cgm readings appeared normal and were not trending low. His routine activity included barbecuing outdoors around that time. Approximately 45 minutes later he experienced symptomatic hypoglycemia which he described as only the second time in 20 years he had ever experienced a bg that low. He did not have a working glucometer at home at the time as his test strips had expired. Symptoms included profuse sweating, inability to stand, and arm movement was difficult. He was close to losing consciousness and although he considered calling emergency medical services (ems), he self-treated by drinking a bottle of grape juice and eating 5 glucose tablets to stabilize his bg level. There was no report of a person at the home with him at the time of the hypoglycemia. He did not recall the exact cgm value at the time of symptoms, and theorized it was 40-45 mg/dl. There was no report of any alarms or alerts during this period. Later on 06/05/2026 the brief sensor issue messages started. The next morning 06/06/2026 a different issue with the same sensor occurred. The cgm value upon arising was 255mg/dl which was followed by the loss of cgm values and a brief sensor issue message was displayed. There were no symptoms reported during this time on 06/06/2026. Thirty minutes later after he re-started his phone, the cgm displayed 135 mg/dl with a straight upward trend arrow which the patient did not believe was consistent with what he expected to see because he had not eaten breakfast and did not expect to see a spike at that time. In general, at the time the brief sensor issue messages occurred, he turned the phone off and back on, and readings returned for awhile, however then later a brief sensor issue message was again displayed. At the time of the report, the patient was doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for sensor error was determined to be sensor noise. No additional patient or event information is available.